Manufacturer narrative:
Standard functional tests were performed and the pump operated according to specs. The root cause of this incident is user error. The users had the stopcock closed when they restarted therapy and primed the pump before starting. Priming without physically removing the occlusion can cause the pump to incorrectly calibrate. These steps are addressed in the directions for use. The pump is mfg to spec by mmdg for nutricia. The flocare infinity pump is similar to the enteralite infinity enteral feeding pump which is available for distribution in the united states.

Event description:
The pt's parents allege the pump alarmed occ out. The parents replaced the feeding set and restarted the pump. One hour and 30 minutes later, the parents heard the pt and found the pump was not infusing and did not alarm. The pt was convulsing and was transferred to the hospital. The pt was temporarily in a coma, but has since come out. A scan indicates no adverse effects.